Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 728 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated in the hospital. Customer's blood glucose value was 300 mg/dl. Troubleshooting was performed. The customer had visited in emergency room and was hospitalized on (B)(6). The blood glucose value when admitted to hospital was 728 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was hyperglycemia. Customer wearing the pump at time of hospitalization. The product was not returned for analysis.